Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured 11 cm abdominal aortic aneurysm. The aortic neck had severe angulation of greater than 70 degrees, its diameter at the renal arteries was 29 mm, 10 mm below the renal arteries, it was 30 mm. Pt was severely obese which resulted in imaging difficulty. The vessels were moderately tortuous and mildly calcified. It was reported that after the bifurcated stent was implanted there was difficulty in cannulating the contralateral gate. At this time it was noted that the pt's aorta was longer in length than what was measured/appeared on the CT scan. The ipsilateral limb of the bifurcated stent graft was barely touching the origin of the right iliac artery. The physician was then able to cannulate the gate, spun the pigtail catheter and it appeared fine and implanted the iliac limb. It was noted that the contralateral limb was implanted in the ipsilateral side of the bifurcated stent grafts. The decision was made to convert to an open repair and explanted the stent grafts. After the conversion the pt was stable; however, the pt expired 2 days later (see MFR 2953200-2010-01227). The physician stated that the pt had lost a large amount of blood due to the pre-operatively ruptured 11 cm aneurysm and was unable to recover, even though blood products were given. The explanted stent grafts were discarded. No further info has been provided.

Manufacturer narrative:
(B) (4). Evaluation results and conclusion: death; short angulated aortic neck, large pre-operatively ruptured aneurysm.